Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 1068.1 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2016 it was reported that the patient¿s low reservoir alarm date was (B)(6) 2016. The patient missed the pump refill and based on the flow rate of 0.53 ml/day the pump would be empty. The patient¿s family had called the hcp who instructed the patient to go to the ER (emergency room) due to symptoms of increased tone and irritability. The hcp was going to go and refill the pump with 2000 mcg/ml.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.